Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that following tka patient developed a knee infection which was solved with antibiotic therapy and surgical approach which included exchange of tibial insert. Right knee complication included drainage, swelling and flu-like symptoms. Aspirate of right knee effusion revealed infection - (B)(6). Event is resolved and patient was doing well on follow-up appointment (B)(6) 2012.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Please take in consideration the file for the previous report submitted.

Manufacturer narrative:
Correction based on additional information received.